Event description:
It was reported that four expired infusion sets were used by patient on (B)(6) 2026 which led to hyperglycemia. The patient was treated with correction injection via multiple daily injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.